Event description:
When the device was used during a gastric procedure, the staples malformed resulting in an insufficient staple line. The pt lost approximately 200 ml of blood. Pt did not receive any blood replacement products. Another device and sutures were used to complete the case. There were no other reported pt consequences.